Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the patient was not feeling stimulation. The patient programmer displayed low battery warning. The warning was cleared with instructions provided by the manufacturer representative. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.